Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were received for evaluation; 2 events were confirmed during testing. The devices were found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was not able to retain the bur. There was patient involvement; no patient impact.